Event description:
It was reported that during a coronary stent procedure, the balloon would not inflate. The delivery system and stent were removed without incident. Pt status is listed as "okay". It is unclear what intervention was required.